Event description:
Pt had j-vac drainage tube inserted during appendectomy. When surgeon tried to remove tube, it snapped, section of tube retained. Pt taken to or where retained drain removed under local anesthesia. Pt discharged from hosp in good condition next day.